Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, white particles in the surface of the shell, crystalline white in the gel. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reports right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side capsular contracture baker grade unknown.

Event description:
Patient reported a right side capsular contracture baker grade unknown. Device remains implanted.

Event description:
Healthcare professional reports right side capsular contracture, baker grade IV. Device has been explanted.